Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal and reversal') and postoperative wound infection ('infected wound') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced postoperative wound infection (seriousness criterion hospitalization) with incision site pain. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and postoperative wound infection outcome was unknown. The reporter provided no causality assessment for postoperative wound infection with essure. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - removal and reversal, extreme pain at incision site. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal and reversal') and postoperative wound infection ('infected wound') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced postoperative wound infection (seriousness criterion hospitalization) with incision site pain. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and postoperative wound infection outcome was unknown. The reporter provided no causality assessment for postoperative wound infection with essure. The reporter considered medical device removal to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media - removal and reversal, extreme pain at incision site. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.